Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was lost; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The patient was undergoing embolization treatment of a small unruptured saccular aneurysm located in left internal carotid artery. The vessel was observed moderately tortuous. It was reported that during the procedure, when the physician deployed the pipeline flex, the distal end would not open fully. The physician tried pushing forward on the system and pulling back on the system as well as deploying more the device, but device did not open. The decision was made to remove this pipeline. Another different size of the pipeline placed, and procedure was completed. There were no reports of patient injury in association with this event. The angiographic result was normal post procedure.